Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm and low blood glucose. Customer's blood glucose level was 24 mg/dl. Customer was hospitalized as a result of low blood glucose levels. Troubleshooting for button error was performed. Customer advised the insulin pump went crazy during the night and alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked reservoir tube lip, and a missing end cap sticker.